Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The event log captured sporadic low flow events throughout the log file with flow noted as low as 1.9 lpm. The pulsatility index (pi) values during the log flow events were not as elevated as typically seen when we suspect clinical conditions. The pi values were marginally variable. A couple low voltage hazard events were noted while using the mobile power unit (mpu) on (B)(6) 2026 at 0400 and 0453. It appeared that the mpu lost total power enabling the backup battery in the controller until power was restored.

Event description:
There were no changes to patient condition or anticoagulation status that may have contributed. A computed tomography was ordered but the patient cancelled. The patient had no symptoms and no treatment was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 07jan2026 through 13jan2026. Intermittent low flow hazard alarms were captured throughout the log file when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.